Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after successful insertion of intra-aortic balloon (iab), a "fiber optic sensor failure" alarm "were" generated. Pressure was then switched to being monitored via fluid transducer through the central lumen of the iab catheter and therapy was continued. There was no reported injury to the patient.

Event description:
It was reported that after successful insertion of intra-aortic balloon (iab), a " fiber optic sensor failure" alarm were generated. Pressure was then switched to being monitored via fluid transducer through the central lumen of the iab catheter and therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The male luer and a portion of the tubing was cut from the extracorporeal tubing and not returned. Two kinks were found on the catheter tubing approximately 38.9cm and 74.9cm from the iab tip. The optical fiber was found to be broken with the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).